Event description:
A pennslyvaina ophthalmologist called ophthalmic innovations informing the co that he had performed bilateral explants of acp 60a phakic iols from a pt. Most recent endothelial cell counts were reported to be about 700 cells mm2/ou. The pt appears to be doing well. The ophthalmologist making this report is not the implanting surgeon.